Event description:
Brachial arterial blood gas (abg) analysis attempted on patients right arm. Needle would not advance, so attempt was ended and abg sample was not obtained. Needle was difficult to withdraw. Registered nurse (rn) was present and alerted to situation. After needle was withdrawn, pressure was held on puncture site. Rn alerted the charge nurse. Charge rn was briefed on the situation. Charge rn then alerted the cardiac fellow. The cardiac fellow arrived and was briefed on the situation. Pressure was released from the puncture site for the cardiac fellow to examine the patient. Cardiac fellow cleared the patient. Pressure bandage was taped in place.